Manufacturer narrative:
Sc-8120-50/216296a: device evaluation indicated that the complaint of the impedance anomaly was verified. The device exhibited fractured cables at the paddle side and the lead body has been torn apart. Cables are exposed at the fracture site.

Event description:
A report was received that during product analysis it was discovered that the lead was fractured.